Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for investigation. The photo investigation can confirm, the reported allegation. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system could not be performed with the provided information. The finished good lot number is no valid in the search engine.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fitting issue with the broach and implant. Original implant could not be used; surgeon used corail cemented implant instead. Surgical delay of 15-20 occurred.